Event description:
Medwatch: mw (B)(4). It was reported: "this 66-year-old, male patient began therapy with remodulin (treprostinil sodium, concentration 5.0 mg/ml), on an unreported date in (B)(6) 2023 for pulmonary arterial hypertension (pah). The current dose was reported as 0.056 microgram/kg, continuous via intravenous (IV) route. The patient reported that he experienced tingling feeling in legs/hands (paraesthesia), feet and knees hurt (pain in extremity and arthralgia), sciatica hurt (sciatica), nerve pain in legs (neuralgia), digestive tract issues (abdominal discomfort) and loss of appetite (decreased appetite). The physician was aware. Further, the patient's IV catheter broke (device breakage) and IV line was replaced. His stitch placed was too close to IV line and biopatch did not fit securely (suture related complication and product adhesion issue)." "Co-suspect included biopatch (chlorhexidine gluconate) dressing. Relevant medical history included: pah." "Action taken with IV remodulin was dose not changed due to the events of paresthesia, pain in extremity, arthralgia, sciatica, neuralgia, abdominal discomfort, decreased appetite and suture related complication. At the time of reporting, the outcome of paresthesia, pain in extremity, arthralgia, sciatica, neuralgia, abdominal discomfort, decreased appetite and suture related complication was unknown." "The reporter did not provide causality for the events of paresthesia, pain in extremity, arthralgia, sciatica, neuralgia, abdominal discomfort, decreased appetite and suture related complication with IV remodulin."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up is to include combination product (g4).

Event description:
N/a.

Manufacturer narrative:
The biopatch (unknown ID) was not returned for evaluation (as per customer: no device is available for evaluation) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The complaint description states, ¿his stitch placed was too close to IV line and biopatch did not fit securely¿: the root cause for the reported event is related to the stitch being placed too close to the IV line; therefore, the biopatch does not fit securely in place. Biopatch does not contain adhesive, and it is secure with a film dressing. Based on the information provided, there is no evidence of a product defect. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.